Event description:
It was reported that when pico 7 kit was taken out from the carton, it was confirmed the both ends of the tube had the same type of connector and it was unable to connect the dressing and the pump. Because there was no other pico 7 kit, the doctor decided not to treat by npwt and some ointment and a wound dressing were applied to the wound. No patient harm. No delay was reported. The sample will be returned for investigation.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part number provided, there have been no further complaints reported with these failure modes in the past three years. A risk management review was carried out. The risk file for the device contains the reported event. The device intended to be used in treatment has been returned and evaluated establishing a relationship between the reported event and the device. The assessment confirmed that the two ends of the tube had the same type of connector, which cannot be connected to dressing. The defective tube has been identified as the root cause. The tube was supplied by a third-party supplier. The users of the reported product are advised to consult the device IFU, to delineate future occurrences of the reported issue. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. A clinical investigation was carried out. It was concluded: ¿per the complaint details, an out of box failure with the pico 7 occurred during setup. In addition, a backup device was not available. As a result, the doctor decided to change from npwt to the application of ointment and a dressing to the wound. Since there was no reported harm to the patient or delay in the procedure, no further clinical/medical assessment is warranted at this time.¿ the reported event is currently being monitored, with action being taken to reduce instances of the reported event. We will continue to monitor for any adverse trends relating to this product range.